Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had infection with the sensor. The customer reported that they were hospitalized due to the infection. The customer's blood glucose was around 300 mg/dl at the time of incident. The customer stated that they were treated during the hospitalization. The sensor will not be returned for analysis.

Manufacturer narrative:
This report was created in error. The event was reported under the incorrect device.